Event description:
Procedure: lap chole. According to the reporter: the clear plastic dome popped off the tip when the scope was inserted prior to surgery. No patient contact.

Manufacturer narrative:
(B)(4).